Manufacturer narrative:
(B)(4).

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 2/3/2016, merge was notified that on an unspecified date, when toggling the montage to view it in the far right monitor, the tissue view changed to bone view. Merge was able to duplicate this event. However, after updating the reading preferences to 'primary exam on one panel (3 panels)' or 'right-most panel for montage only' the images did not change independently. There was no reported adverse event to a patient. However, studies changing views without the radiologist being aware has the potential to lead to an incorrect diagnosis and/or treatment. Reference complaint number (B)(4).

Manufacturer narrative:
Testing and evaluation from unity support utilizing the user's workflow determined that the issue could be replicated. After checking the 'primary exam on one panel (3 panels)' checkbox in the user's preference and performing the same workflow provided by the user, both prior and primary images stayed the same on monitors 2 and 3, respectively, with monitor 4 going blank. The customer was informed to check the 'right-most panel for montage only' checkbox. No additional information was received. An enhancement request was created under (B)(4) to evaluate the customer's request to update the primary image/series shifting over to the montage monitor when toggling the montage off. If additional information is received from the associated investigation ((B)(4)), a supplemental report will be submitted.